Manufacturer narrative:
Device evaluation: the ams 700 spherical reservoir was visually inspected and functionally tested. There was a leak in the reservoir shell that was the result of fatigue at the corner of a fold; hole was present. The krt was worn to filament; no leak was found. Product analysis confirmed the reported event.

Event description:
It was reported that the inflatable penile prosthesis did not work, so the patient visited the hospital 2 weeks before surgery. The reservoir component was replaced due to a reservoir hole as a result of the test to determine why the device did not work. There was a saline leak from the expansion reservoir hole. Following the procedure the patient was stable and the event resolved.